Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using proglide devices with a 6f sheath after an interventional superior superficial artery with balloon procedure. Reportedly, first and second device attempted had no suture present when the plunger was removed. A non-abbott device was used to attempt to achieve hemostasis; however, the footplate of the device separated in the patient. It was successfully removed via the right common femoral access site. Hemostasis was achieved with manual compression and a non-abbott device. After, the patient's leg went cold as there was an occlusion. It was confirmed that the proglide devices had no impact to the aftermath status of the patient once the non-abbott device was deployed. No additional information was provided.